Event description:
The customer has reported that although they are not sure of the cause, they have had multiple burns happened with multiple generators and different pads. They are not sure if it is caused by electrosurgery or not. All burns have happened in cardiovascular procedures and nowhere else in the operating room.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.